Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure after one inflation at 6-7atm, the rx rocket was removed from the guide wire and wiped down. Attempts to re-advance the rocket across the wire were unsuccessful. Upon inspection, a small piece of plastic was found on the wire, and force was applied to remove it. The case was completed with another catheter, and two stents were placed. No pt injury was reported.